Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, "on november 7, presence of two models of citrated tubes for blood sampling in the department. One with an indication of filling at about 80% (ref 363048). The other at about 50% (ref 367562 - ctad), with the impossibility of performing the analysis if it is too full. Hcw informed by cerballiance and by telephone of the operating procedure for filling these new tubes. Need to do another sample the patient."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, "on november 7, presence of two models of citrated tubes for blood sampling in the department. One with an indication of filling at about 80% (ref 363048). The other at about 50% (ref 367562 - ctad), with the impossibility of performing the analysis if it is too full. Hcw informed by cerballiance and by telephone of the operating procedure for filling these new tubes. Need to do another sample the patient."